Event description:
It was reported that the pt was experiencing decrease in performance with the device and facial nerve stimulation. Programming adjustments were made, however the issue was not resolved. Testing showed that the device was functioning. Revision surgery has been scheduled.